Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The pump had a big crack under the handle of the top case and it was also cracked on the right plunger case. There were no related errors found in the history log. The inspection test and the syringe tests were performed. The device had a broken piece of the barrel clamp guide and was found inside of pump during inspection. The invalid syringe size issue was found at syringe test. The pump had been dropped or mishandle by customer. The broken guide is what's causing the invalid syringe size error. This issue is a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that the medfusion 4000 pump had something loose inside the pump, displayed an invalid syringe size, and had a crack on case underneath handle. There were no adverse events reported.